Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous diagnostic procedure. The deployment procedure was normal. The pt returned the next day with a cold, blue foot. Doppler ultrasound revealed an obstruction at the common femoral artery (cfa). The pt underwent surgical exploration and revascularization. The angio-seal collagen and anchor were removed. The vascular surgeon stated the vessel was normal, free of disease and larger than 4mm.